Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and failed due to usb port damage. Charge and boot test was performed and failed due to charge failure. A review of the receiver logs could not be performed due to usb port damage. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.